Manufacturer narrative:
(B)(4); device evaluation anticipated but not yet begun. Instrument to be returned to manufacturer for evaluation. Carefusion is the importer of record and owns the design, specification, regulatory pathway for this device. The manufacturer is (B)(4). Even though this was a product malfunction there was a potential for serious injury. If additional information is made available, a follow up will be submitted.

Event description:
Medical specialties - loose; maude report (B)(4) states: "mayo clamp used to clamp umbilicus following delivery fell off while transporting neonate following delivery. What was the original intended procedure? Mayo clamp following delivery pending placements of an umbilical clamp. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do". Additional information provided (B)(6) 2017: the clamp has blood on it and is presently kept in a clear plastic bag. This was a newborn infant who had a mayo clamp applied following delivery yet prior to placement of an umbilical clamp. During transport from delivery, the may clamp used fell off. Obstetrician immediately placed another mayo clamp to stop bleeding. Estimated blood loss was 25-30 ml which is a significant volume for a newborn. Hemoglobin and hematocrit were followed closely. No blood products were required thereafter. Obstetrician immediately placed another mayo clamp to stop bleeding. It is unknown if the instrument was broken or loose. There were no retained objects.